Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2014, patient experienced intermittent audio output. Patient claimed she had a low and did not hear the alarm. Paramedics showed up and checked her blood glucose level on (B)(6) 2014. At the time patient had a bg level of 27. Patient had a seizure, bit her tongue, and had carpet burn on her face. Dexcom has issued an (B)(4) for patient to return device to be investigated. Patient was admitted to hospital on (B)(6) 2014 and left on (B)(6) 2014. At the hospital patient had x rays and received breathing treatment. Patient was taking several medications at the time and reports feeling sluggish from the medication.